Manufacturer narrative:
The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: " late seroma and a swelling on the right side," and "fluid surrounding the implant."

Event description:
Physician reported " late seroma and a swelling on the right side," and "fluid surrounding the implant." The device remains implanted.